Manufacturer narrative:
This complaint was reviewed during the retrospective review. The investigation was done on the returned cutter. The cutter was visually inspected, no deviations where found. The cutter was working according to specifications. Only when the aspiration was turned off bubbles appeared. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)) .details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
Air came out from the tip. Sample is available.